Event description:
It was reported that a pump declared an alarm during the loading process, with no adverse impact to the customer's blood glucose level. The customer was unable to successfully load a cartridge and resume insulin therapy, as the alarm recurred. Technical support assisted the customer by providing instructions on proper loading techniques, replacing the pump, and guiding on backup therapy using mdi. They ensured the pump was covered under warranty, confirmed the shipping address, and explained how to store the pump before returning it. The customer was instructed to return the problematic pump using a pre-paid label and acknowledged the instructions.